Event description:
It was reported that a coil had stretched from the aneurysm to the groin. The target lesion was located in the splenic artery. A 14 mm x 50 cm interlock coil and direxion microcatheter were selected for aneurysm embolization. During the procedure, a non-boston scientific (non-bsc) microcatheter was positioned, and a non-bsc stent was half-deployed. Then, the direxion microcatheter was placed into the aneurysm sac, and coils were deployed without any issues. The non-bsc stent was then deployed. However, it was observed that the coil had stretched from the aneurysm to the groin. Removal of the bern-tip direxion microcatheter proved difficult, possibly because it was jailed within the sac alongside the coils. The physician had to push the coil up into the sac which was very difficult but ultimately successful. The non-bsc stent also had to be pushed into the sac and another stent placed across the wide neck. The coil may not have been advanced far enough for proper deployment, as visualization of the tip was obscured by the coil nest. There were no patient complications as a result of this event, and the procedure was completed.

Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information.

Event description:
It was reported that a coil had stretched from the aneurysm to the groin. The target lesion was located in the splenic artery. A 14mm x 50cm interlock coil and direxion microcatheter were selected for aneurysm embolization. During the procedure, a non-boston scientific (non-bsc) microcatheter was positioned, and a non-bsc stent was half-deployed. Then, the direxion microcatheter was placed into the aneurysm sac, and coils were deployed without any issues. The non-bsc stent was then deployed. However, it was observed that the coil had stretched from the aneurysm to the groin. Removal of the bern-tip direxion microcatheter proved difficult, possibly because it was jailed within the sac alongside the coils. The physician had to push the coil up into the sac which was very difficult but ultimately successful. The non-bsc stent also had to be pushed into the sac and another stent placed across the wide neck. The coil may not have been advanced far enough for proper deployment, as visualization of the tip was obscured by the coil nest. There were no patient complications as a result of this event, and the procedure was completed. It was further reported that target lesion was moderately tortuous and non-calcified. The coil did not detach and when the pusher wire was removed by pulling it out by force, it brought the coil with it. However, some staying in the aneurysm sac nest and the coil stretched along the catheter to the patient's groin. There was no coil migration occurred.